Event description:
It was reported that since the device implant, the patient's skin above the device pocket was red and thin. It was noted device had come out of the pocket, therefore, the physician decided to explant and reposition the device in the patient's subpectoral region in order to avoid complete migration of the device out of the pocket. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).